Manufacturer narrative:
This is not an implantable device. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the viscoelastic healon was injected into the patient's anterior chamber, it got cloudy because of the presence of foreign material. Reportedly, the healon was taken out during the irrigation/aspiration (I/a) procedure. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/11/2017. Device returned to manufacturer? Yes. Device evaluation: the returned complaint sample consisted of the activated syringe (containing approximately 0.40 millimeters of expellable solution), the cylinder holder and the plunger rod which was screwed into the backside of the blue rubber plunger. The cannula with the protection sheath was attached at the cannula mount on the holder. Visual inspection showed that the syringe and the remaining solution were clear and free from foreign material. The customer's reported complaint could not be verified. Visual inspection on retained products was performed. 35 samples were investigated. No visible defects were found on the package, cannula or solution. The solution was clear and colorless. All components were included in the product, without defects. No visible defects on the product box. The printing on the carton and labels were correct. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.